Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10k12043 and h11b07024 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of constipation and peritonitis with culture positive for enterococcus coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On an unspecified date in 2011, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was constipation. Treatment information was not reported. The patient was not hospitalized. On an unreported date in 2011, the patient recovered from the events. Dianeal and extraneal therapies were ongoing. Concomitant medications were not reported. The nurse reported that the event of peritonitis with culture positive for enterococcus was not related to dianeal and extraneal therapies. An opinion of causality for the event of constipation was not provided.